Event description:
The hospital reported that during use vasoview hemopro 2 (w/vasoshield) cautery/energy was not working properly, timing out after 2 seconds of energy. Even after waiting 1 min due to possible time out, the device would not work properly. A pre-cautery test was performed with a wet raytec sponge by the user. Power setting at 3. Troubleshooted with cable exchange but no change to device issue. Switched out device for another device and everything worked as intended. No patient injury. Delay was the time it took to open a new vasoview hemopro 2 (w/vasoshield), minimal time.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.